Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cautery did not work right. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the last two lots shipped to the event site prior to the event date. There was no nonconformance recorded in the lot history which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield cautery did not work right. A replacement device was used to complete the procedure. The hospital did not report any patient effects.